Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was no longer readable. Reportedly, the touchscreen displayed a "white screen". Customer's blood glucose level was 212 mg/dl. Reportedly, the customer had back up manual injections for continued insulin therapy.